Manufacturer narrative:
This event has been reported under incident 24100027. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, microport orthopedics inc. Received feedback on femur condylar efsrp5pr lot no. 2007116. When the product was opened it was found that the actual product was femur condylar efsrn6pl lot no. Mp2002559, manufactured by microport orthopedics inc. Confirm that there is a risk of mixing the two batches.